Manufacturer narrative:
A review of the data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no mc spikes, abnormal ps or purge issues observed during support. No product was returned for investigation. The cause of major bleed was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced access site bleeding. The patient was transfused blood products and the site was surgically addressed. The patient also had hemolyzed labs. Later, the patient was successfully weaned from the pump and survived.